Event description:
Hard to breathe [dyspnoea], (bilateral hemorrhagic) vocal chorditis [vocal cord inflammation], bilateral hemorrhagic (chorditis) [laryngeal haemorrhage], bristles were stuck in throat, trachea and swallowed [foreign body], making me gag [retching], couldn't event speak [dysphonia], pains in throat [oropharyngeal pain], accidentally swallowed oral-b advantage toothbrush bristles [accidental device ingestion], ingested toothbrush bristles [exposure via ingestion], oral-b advantage bristles ended up in trachea [exposure via inhalation], oral-b advantage toothbrush bristles came loose [device breakage]. Case description: a consumer reported that they, a female age unknown, used oral-b advantage plus toothbrush and reported the following: hard to breathe, bilateral hemorrhagic vocal chorditis, bristles were stuck in throat and trachea, pains in throat, bristles were swallowed and made her gag, and she couldn't even speak. The consumer went to the doctor and took medications that made her swallow the bristles. She was under observation for about two hours and was given a saline solution, inhalations, and a bronchodilator injection. A nasofibroscopy was performed. The prescribed treatment included clenil a, nimesulide 100ml, pantoprazole 40. The case outcome was recovered. No further information was provided. On (B)(6) 2013: a lot check revealed no other reports or complaints were received.

Manufacturer narrative:
The lot number was provided by consumer and no other reports or complaints were received. Product retrieval has been requested.